Event description:
The rptr stated that the customer experienced fast flow during pt use. It was stated that the infusion was complete within 12 hrs instead of the expected 24 hrs. The contents of the device was stated to be, "8g of fortum (ceftazidime pentahydrate) in 230ml of normal saline." The pt's access site was a catheter at the chest. No pt injuries or medical interventions were reported.